Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with the ovation prime abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial procedure, a type 1b endoleak was identified. The patient is being monitored while waiting for an intervention. This patient had a previous adverse event and two (2) additional ovation prime iliac limbs were implanted. This event was recently reported under 3008011247-2020-00054.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. The type ib endoleak event is confirmed. The causation for the type ib endoleak and migration of the right common iliac artery is indeterminate. The causation for the sac growth of the right common iliac artery was the migration of the stent cranially of 26mm. Device, user, procedure or anatomy relatedness of this event could not be determined. Procedure related harms for this event could not be determined. The final patient status was reported to be pending a tertiary endovascular procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this event and similar events in the event further investigation is needed. Corrections: b2: outcomes attributed to adverse events has been updated. B5: describe event or problem. H6: device code: remove code 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with the ovation prime abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial procedure, a type 1b endoleak was identified. The patient is being monitored while waiting for an intervention. Nope: this patient had a previous adverse event and two (2) additional ovation prime iliac limbs were implanted. This event was recently reported under 3008011247-2020-00054. Additional information third case was cancelled due to the covid-19 and will reschedule at a later date. Additionally, cranial migration of the right common iliac artery stent of 26mm and right common iliac artery sac growth of 10.5mm were identified.